Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on?---1st. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no, if so, when? Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.